Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient was revised due to femoral periprosthetic bone fracture. Fracture was repaired with cable, and the liner was revised due to surgeon preference. Femoral component remains implanted.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ringloc cup, catalog# unk lot# unk; unknown m2a ringloc liner, catalog# unk lot# unk; unknown bi-metric stem, catalog# unk lot# unk; unknown femoral head, catalog# unk lot# unk. The reported event could not be confirmed, as it is uncertain as to what issues the patient is experiencing. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review states there is plate and screw fixation of the left acetabulum with the inferior most screw demonstrating mild prominence. There is also an oblique fracture involving the lateral cortex of the proximal femoral diaphysis with radiolucency along the medial portion of the femoral stem. There does appear to be osteopenia along the greater trochanter. There is possible loosening of the femoral stem, related to the femoral fracture. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02016, 0001825034-2018-02015, 0001825034-2018-02018.

Event description:
It was reported that the patient is being considered for a hip arthroplasty revision for an unknown reason. No additional patient consequences were reported. Attempts have been made and no further information has been provided.